Manufacturer narrative:
The device and associated batteries were returned to zoll medical corporation; the customer's report was duplicated and attributed to the customer using depleted batteries in the device. The operator's guide instructs the user to remove all batteries and install with 10 new batteries. The device operated to specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.